Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k172199, UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: adjacent segment disease procedure performed: posterior fixation was performed at l1/5 and transforaminal lumbar interbody fusion (tlif) was performed at l2/3/4. Levels implanted: l3/4 intra-op, while the cage was being placed at l3/4 the operation was stopped because the position of the marker was abnormal during rotation. It was found that the position of the marker was abnormal so the cage was suspected to be broken. As part of the fragments of the cage was retrieved from the intervertebral disc space but compression was performed so the rest fragments of the cage were left in the patient and the operation was finished. There was a less than 60 minutes delay in overall procedure time as a result of this event. There were no patient symptoms or complications reported as a result of this event.